Event description:
MDR. Repeated shock deliveries, due to oversensing without detectable rhythm disturbance, were reported. The lead was explanted.

Manufacturer narrative:
The analysis was able to show that the lead body had a very pronounced abrasion lens. It could be shown that the abrasion of the insulation went all the way to the rope conductor of the ring electrode. This usually results in an impairment of the electrical properties of the lead, especially during sensing of electrical potentials (sensing properties of the lead). This damage manifestation can be regarded as the cause for the complained-about oversensing. The position and the characteristics of the abrasion allow the assumption of a simultaneous occurrence of strong pressure of the lead on the ICD housing and excessive friction of the lead at the ICD housing. The existing x-ray images support this statement. The lead was found cut through. This is probably due to the explantation. The analysis of the damages at the lead did not indicate mfg errors or material defects.